Event description:
A report was received from the field indicating that cycles on the sterrad 100s were completing fine, however, it seemed that items in the front of the unit or closest to the door were being processed, and items closest to the back or rear of the unit were not; uneven cycles. Nothing sterilized in the sterrad unit was used as the account noticed that the color of the indicator strip was not changed properly. The unit was not used unless absolutely necessary and then, the loads were processed twice to ensure sterility; confirmed by the sterrad indicator strips results.

Manufacturer narrative:
Sterility claim: non-eval: capital equipment, evaluated at customer site. Asp's field service engineer evaluated the unit and reported the following: cycles passing with large loads at 6.3-6.7 injection torr. Items in the back of the sterilizer with indicators were only turning orange. The injector valve assembly was replaced and in serviced the customer on load sized and placement of trays. Ran an empty load. The system meets the MFR's specifications. Results: injector valve failure.